Manufacturer narrative:
This supplemental MDR correction 9710602-2025-03876 #1 is being filed to report that the initial MDR was reported under the incorrect manufacturing site. The correct manufacturing site was reported under initial MDR 2112667-2025-09369.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier com express board was replaced to resolve the issue. Block a: no report of patient involvement. D4 primary UDI number: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in failure of unit to power up. There was no patient involvement.